Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump was alarming no deliveries, scratched on screen and button cover is coming off. The customer¿s blood glucose level was unknown at the time of incident. The customer declined to trouble shoot the issues. The insulin pump is not being replaced and is not expected to return for analysis. No further details are given.

Manufacturer narrative:
Device received with keypad overlay peeling and minor scratched lcd window. Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No excessive no delivery alarm noted during the testing.